Manufacturer narrative:
(B)(4). The ins (serial # (B)(4)) was returned and analysis found the neurostimulator to be functionally ok with insignificant anomalies.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had an ins pocket issue. The patient reported that many of the issues started occurring with their previous device in (B)(6) 2015. The location of the new device in the back made recharging difficult since the device was implanted in (B)(6) 2015. It was reported that there was a visible battery shift when the patient stood. The ins was in a discharged mode prior to the case. A pocket revision was performed on (B)(6) 2016. When the hcp was revising the pocket, they decided to replace the battery prematurely so that it did not end up in overdischarge mode prior to being able to recharge the battery after surgery. There were no falls or traumas reported and no recent medical procedures were reported to occur that might have affected the device. There were no other patient symptoms reported. After surgery, the recharger antenna locate feature was used to identify a sweet spot for the patient to recharge their current device. Impedances were checked and confirmed that there were good connections. The patient was reported to be receiving relief from the stimulation and the new pocket seemed to be adequate for recharging. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.